Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited noise. On (B)(6) 2016, during routine device change out procedure the lead was tested and all electrical functions were found to be satisfactory. The lead was connected to the new device. The procedure was completed successfully without any complications.